Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 05 2007. Evaluation summary: the device evaluation was completed and failure code 703 was confirmed (found in event history) for channel c due to a defective user interface module printed circuit board (uim pcb). Service installed a new uim pcb, channel c and tested the device. A review of the complaint history revealed similar reports have been received for this product and the reported issue. This issue is being investigated under CAPA.

Event description:
The device was received for service. During service testing, failure code 703 was found in teh event history. According to the hospital representative there was no patient injury or medical intervention reported. No additional information was provided.